Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the error code did not reappear. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.